Manufacturer narrative:
(B)(4): the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the oll2 device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported on (B)(6) 2019 that a patient underwent a coronary artery bypass graft, ablation and left atrial appendage management procedure. The patient was on cardiopulmonary bypass, surgeon performed 3 times ablations on both pairs of pulmonary veins. The right inferior pulmonary vein ablations were done on bypass but not cross-clamped. The surgeon noted that he was high on atrial tissue, not vein tissue. He repositioned the clamp between each of the 3 ablations and used his fingers for blunt dissection around the pulmonary vein. No other instruments were used. It was noted that the tissue had a lot more fat on the superior portion. The surgeon used an atriclip ach135 for the left atrial appendage management and then the coronary artery bypass grafts were completed. The patient was taken off the cardiopulmonary bypass and that is when bleeding was noticed from two locations on the right inferior pulmonary vein. The patient was put back onto bypass and the area of bleeding was repaired with suturing. An hour after the patient left the operating room the patient was brought back to the operating room for bleeding. Patient was placed back on bypass, surgeon identified the source of bleeding and repaired. Post-surgery patient is recovering well. There were no reported device malfunctions. This was a procedural complication.